Event description:
Patient had an ivc filter placed on (B)(6) 2013 and removal on (B)(6) 2014. Arm of the filter was displaced from the filter and required snare retrieval. Product failure reported to bard for reporting and device saved for rd investigation.